Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it can be surmised that an image was not displayed because the cable unit became defective after product shipment. A definitive root cause for the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered no image displayed due to faulty cable unit. Additionally, the rear cover label was faded. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for use, the 4k camera head has a foggy image. Upon inspection and testing of the returned device, it was observed that the cable broke which causes no image from the device. This report is being submitted for the event found during estimation. There was no harm or user injury reported due to the event.